Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician successfully placed a ruby coil using a lantern delivery microcatheter (lantern). The physician then decided to reposition the lantern and therefore removed the ruby coil. The ruby coil was re-sheathed and placed in a bowl of saline. It was reported that there was noticeable blood on the coil and in the introducer sheath. The physician then repositioned the lantern and decided to place the same ruby coil again, however the physician felt resistance and was unable to advance the ruby coil out of its introducer sheath and into the lantern. The ruby coil was therefore removed, and the procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.